Manufacturer narrative:
(B)(4). It was reported that this valve was replaced due to stenosis. Many factors can contribute to the onset of bioprosthetic valve stenosis, including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. The device is not available for evaluation, as it was not explanted from the patient. The root cause of this event cannot be conclusively determined with the available information. There have not been any allegations of a quality deficiency related to the edwards valve. No further actions are possible with the available information.

Event description:
It was reported that this patient experienced doe with progressive angina over the past several months, after an implant duration of approximately seven (7) years. It is noted that the patient has a mean gradient of 43 mmhg, suggesting aortic stenosis. Patient's comorbidities include:diabetes mellitus; morbid obesity; obstructive sleep apnea. The patient underwent successful tavr and is reported as stable.